Manufacturer narrative:
Device analysis report is attached. This report is submitted on sep 08, 2021.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. Surgery to replace the magnet has been completed on (B)(6) 2021. The implanted device remains.